Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their pump. It was reported that the customer had missing segments in display. The customer's blood glucose level was reported to be unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments or partial display due to cracked and bleeding lcd glass. The insulin pump was retired without the original belt clip. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker.